Event description:
Reporter indicated a vns pt was having increased seizures and increased seizure intensity. The generator is not at end of service, but the reporter feels the generator is at end of service due to the pt's clinical presentation of increased seizures and past experiences with previous vns patients. A battery life estimate performed for the generator with incomplete data yielded -1.29 years remaining. Generator replacement surgery is planned, but a surgery date has not been set. Attempt for further info from the reporter have been unsuccessful to date.